Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 25. Ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded tothe manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.